Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant of the implantable pulse generator (ipg) due to difficulty with device recharging. No additional adverse effects were observed or reported. Patient was doing well postoperatively and was discharged the same day. The device was discarded in the operating room and will not be returned to boston scientific for analysis.